Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user inappropriately configured the backup ventilation settings. The ventilator worked as intended. The root cause was determined to be inappropriate backup ventilation settings due to user error. There was no confirmed patient or user harm.

Event description:
Due to the diagnosis of "respiratory distress syndrome", the neonate was given ventilator-assisted respiration at 21:50 p.m. On (B)(6) 2019. The physician used pressure-synchronized intermittent mandatory ventilation (p-simv) according to the neonate's condition. After 00:00 a.m. On (B)(6), the ventilator automatically and frequently switched to the pressure-controlled mandatory ventilation (p-cmv). Frequent changes in the mode affected the effective ventilation of the neonate and might endanger his life. It was learned that the ventilator switched from the set p-simv mode to the p-cmv mode during ventilation, and the department personnel used another backup ventilator urgently without causing any injury to the patient.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report says: due to the diagnosis of "respiratory distress syndrome", the neonate was given ventilator-assisted respiration at 21:50 p.m. On (B)(6) 2019. The physician used pressure-synchronized intermittent mandatory ventilation (p-simv) according to the neonate's condition. After 00:00 a.m. On (B)(6), the ventilator automatically and frequently switched to the pressure-controlled mandatory ventilation (p-cmv). Frequent changes in the mode affected the effective ventilation of the neonate and might endanger his life. The use of ventilator was immediately stopped, and the engineer from the medical equipment department was notified for repair. Investigation result: the engineer from the equipment department informed the engineer designated by our agent for repairing the ventilator. The engineer designated by our agent learned about this situation and explained to the user that such switch was the start-up of the backup ventilation mode of the ventilator, not the failure. When the patient's actual respiratory frequency is less than the backup ventilation frequency, the ventilator will start the safety mechanism and automatically switch to the backup ventilation mode. When the patient's actual respiratory frequency is more than the backup ventilation frequency, the ventilator will automatically switch to the normally set ventilation mode. Frequent switch indicates improper setting of backup ventilation parameters rather than ventilator failure. The issue is not likely to be serious to public health but could cause serious injury or death if it was to reoccur.

Event description:
Due to the diagnosis of "respiratory distress syndrome", the neonate was given ventilator-assisted respiration at 21:50 p.m. On (B)(6) 2019. The physician used pressure-synchronized intermittent mandatory ventilation (p-simv) according to the neonate's condition. After 00:00 a.m. On (B)(6), the ventilator automatically and frequently switched to the pressure-controlled mandatory ventilation (p-cmv). Frequent changes in the mode affected the effective ventilation of the neonate and might endanger his life. It was learned that the ventilator switched from the set p-simv mode to the p-cmv mode during ventilation, and the department personnel used another backup ventilator urgently without causing any injury to the patient.